Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient had an infection and had the total system removed on (B)(6) 2015. The area of the infection was the pocket and catheter track. The patient experienced pain. The infection was found when changing the dressing and going to see the healthcare provider (hcp). The change in symptoms was noted as gradual. The strain was not known. The infection was associated with the implant. It was noted the pump was working "so good." The patient was on some strong pain medications since having the device removed to control the pain and wasn't helping the patient. The patient was considering getting another pump again but didn't know how the insurance would see it. The consumer reported they believed the infection didn't come from the pump or doctor and believed it came from the hospital. The interventions taken included both intravenous (IV) and oral antibiotics. The infection was resolved. It was further reported by the hcp that the cause of the infection was not determined. If additional information is received, a follow-up report will be sent.